Event description:
It was reported that the patient received four shocks, and that lia (lead integrity alert) triggered due to short v-v intervals causing elevated sic (sensing integrity counter) and nst (non-sustained tachycardia) episodes. Several episodes of slow vt (ventricular tachycardia) were noted, which were externally shocked in the emergency room. The physician thought that there may have been some ffrw (far-field r-wave) oversensing as well, and that similar "noise" was present at the implant of the device at time of induction. It was also reported that the device experienced reduced service life, due to elevated outputs and high percentage pacing in both atrium and ventricle. The device was explanted and replaced, and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-53 lead, implanted: (B)(6) 1999; 419688 lead, implanted: (B)(6) 2011. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.